Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right ventricular lead exhibited high capture threshold. The physician attempted to reposition the lead, but it was well-burrowed in the septum and could not be removed. The physician capped the lead and replaced on (B)(6) 2024. The patient condition was unknown.